Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 18 mg/dl at the time of admission. The customer was given glucose and a glucagon shot to treat. The customer experienced symptoms such as sweating, dizziness, and shakiness. The customer was wearing the insulin pump during the incident. The customer reported the pump was over delivering, and had recently delivered 20 units that caused the low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.